Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had an unexpected restart. The patient's blood glucose at the time of incident was 139 mg/dl. The customer stated that the alarm on his screen was solid, and when he tried to clear the alarm the pump began to rewind. The customer confirmed that the unexpected restart did not occur shortly after a battery change, and that it happened during normal use. The customer mentioned that his wife might have been laying on the pump. The customer was advised to disconnect from the pump and revert to a medically prescribed back-up plan or seek assistance from his health care professional. No products were shipped or returned; the customer wanted to buy a new pump on his own and not through insurance.